Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary angioplasty treatment procedure, a shaft fracture occurred. Vascular access was obtained via the femoral artery. This 95% stenosed target was located in the severely tortuous and severely calcified mid left anterior descending (lad). The lesion was pre-dilated with a 2.0x15mm non-bsc balloon catheter at the level of sub-occlusive lesion and the severely calcified mid lad. This 3.00x32mm promus element plus stent delivery system (sds) was selected, but due to high resistance the device was unable to cross the lesion. Two additional non-bsc guide catheters and two 0.014in guide wires were positioned in the lad. A second attempt was made with the promus element plus sds; however, the device was unable to cross the lesion. Upon withdrawal the stent shaft broke at the level of the valve connection to the guide catheter outside the patient. A 3.0x20mm non-bsc balloon catheter successfully crossed the lesion. No patient complications were reported and that patient's status is stable. However, returned device analysis revealed that the hypotube broke approximately 180mm from the catheter strain relief.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that device was returned in two sections, as a result of a break in the hypotube at approximately 180mm distal from the catheters strain relief. The balloon and stent was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).